Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during the post angiogram a small dissection was noted in the illiac. Physician believe the dissection was retrograde and not manta related, however illiac was ballooned for 90 seconds with a 7 x 40 balloon. Cfa looked good on angiograms.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and show the manta radiopaque lock positioned in the lower third of the femoral head. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Ultrasound and micropuncture were utilized to gain a central positioned access. The arteriotomy was 6.8mm, with a depth measurement was 5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure activated clotting time (act) was 320 and protamine was administered during manta deployment. Following deployment, hemostasis was immediate; however, a post-angiogram revealed a small dissection in the iliac. The physician expressed the dissection was retrograde and not manta related. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The physician applied balloon pressure to the iliac for ninety seconds and the patient recovered without further complication. Procedural requirements per IFU indicate activated clotting time (act) should be below 250 seconds prior to closure. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection.